Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered on the left ventricular (lv) lead. There was an increase in pacing thresholds, along with increased to high impedances. The lv lead remains in use. No patient complications have been reported as a result of this event.